Event description:
It was reported that the surgeon attempted to insert an aa4203tf silicone plate lens with a toric optic and the lens got stuck while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage noted to the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.